Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8358927. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a representative samples was submitted for evaluation; visual observation of the device determined that it was normal and within product specification. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event. H3 other text: see section h.10.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter during use. The following has been provided by the initial reporter: noticed white foreign matter on the insertion site after needle retraction glucose injection and oxytocin injection was given to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter during use. The following has been provided by the initial reporter: noticed white foreign matter on the insertion site after needle retraction. Glucose injection and oxytocin injection was given to the patient.